Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a dialysis catheter. The customer states that a small hole appeared approximately 1cm from exit site, leaking on pt. Also there was no sticker insert to take off from packaging to put into pt notes. The catheter was pulled and replaced with a new one.